Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. A27-appropriate term/code not available-used to capture bleeding that resulted upon removing the sheath due to perclose device unable to be used. Unknown if sheath caused this issue. Additional patient information: comorbidities: hypertension, abdominal aortic aneurysm, tobacco use medications: lisinopril, amlodipine it should be noted that, per the gore® dryseal flex introducer sheath (IFU), adverse events that may occur and / or require intervention include, but are not limited to, blood loss, bleeding, hematoma w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure, utilizing gore® excluder® conformable aaa endoprosthesis(cxt361414) and gore® dryseal flex introducer sheath (dsf1833 and dsf2033 sheath) to treat a zone 9 abdominal aortic aneurysm. The physician attempted to insert cxt361414 into a dsf1833. The cxt361414 was placed on a .035 lunderquist guidewire. The physician then inserted the device into the sheath, but was unable to do so. After removing all the fluid from the sheath valve, the device was still unable to be inserted. The sheath was removed successfully with no issues, and examined, and no damage or bleeding was observed. The physician then used dsf2033 dryseal, and the device was able to be inserted without further issue. The device was implanted in the desired location. The left groin was attempted to be closed using the preclose device, where the sheath had been inserted. The groin was unable to be closed using the perclose device and some bleeding was observed. There was no vessel trauma observed with 20fr sheath. Physician could not close the groin using the preclose device, and some bleeding was noted then. A cutdown was required to stop the bleeding from the open groin, after the sheath was removed. The groin was successfully closed and hemostasis was achieved. The physician does not know if the need for a cutdown was due to the 20fr sheath. The patient tolerated the procedure. It was also reported that blood loss was minimal, and no transfusion was required.